Manufacturer narrative:
The report indicates elderly patient. The device is being returned to the 3m service center located in the (B)(6) and it will undergo an official inspection. At this time there are no conclusions as to the potential cause of the reported incident. The fault conditions for the observed fault codes are: rapid button press, blower failure, open thermostat or low wattage heater failure for p/c 008 and hose end sensor 3 or over-temperature condition for p/c 003. Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: unable to confirm complaint.

Event description:
It was reported that a patient undergoing a renal transplant (donation of kidney) that the facility was using a warming air blanket, unit and IV fluid warmer on the patient. Temperature of the patient was being monitored via a situ-nasal temperature probe. Patient temperature intra-operatively fell from 36.5c to 34.9c. The IV fluid warmer was checked and working. The light on the bair hugger warming unit was confirming a 43c set temperature level. On examination of the patient, the warming air blanket was cold. On a closer inspection of the bair hugger warming unit, the temperature was showing 20c. There were no reported alarms. The bair hugger warming unit was turned to standby at which point the bair hugger warming unit alarmed and showed a message fault code of "fc08". The bair hugger warming unit was sent to clinical engineering department within the hospital before being returned to the manufacturer service center. On further inspection of the units the hospital engineers noticed another fault code fo "fc03".